Event description:
It was reported that the customer experienced elevated blood glucose levels (600 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer switched to insulin pens to stabilize her blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. T:slim user guide indicates pump is to be used with individuals 12 years of age and greater. Pt is (B)(6) old.